Manufacturer narrative:
On (B)(6) 2018, a nurse at customer account reported that a patient has an abscess/infection in the left cheek after off-label injection in the bi-lateral cheeks. Injection date: (B)(6) 2017. The abscess/infection presented "recently" and is suspected to have presented sometime in (B)(6) 2018. The account is treating the infection with biaxin (clarithromycin) and bactrim. Patient was injected with the same lot on the same day off-label in the bi-lateral cheeks, bi-lateral tear trough, and bi-lateral jaw. Abscess/ infection is only in the left cheek. Manufacturing records for the lot used in the procedure (f171090) were reviewed and the lot met all acceptance criteria upon release. Retained samples from lot f171090 were reviewed and the lot continued to meet release criteria. No issues were noted with lot f171090. The bellafill IFU provides the following precautions: as with all transcutaneous procedures, bellafill injection carries a risk of infection. The usual precautions associated with injectable materials should be followed. The use of bellafill in anatomical spaces other than the dermis for correction of nasolabial folds and for acne scars on the cheek has not been studied.

Event description:
On (B)(6) 2018, a nurse at customer account reported that a patient has an abscess/infection in the left cheek after off-label injection in the bi-lateral cheeks. Injection date: (B)(6) 2017. The abscess/infection presented "recently" and is suspected to have presented sometime in (B)(6) 2018. The account is treating the infection with biaxin (clarithromycin) and bactrim.